Event description:
The customer reported the system shutdown without command. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply and battery need to be replaced. The reported issue is currently under investigation.